Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 7 years and 11 months. The pump remains in use supporting the patient; however, the replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2009. It was reported that on (B)(6) 2017, the patient was found down by a family member. The family member confirmed all of the device connections were intact, and that the power module was plugged into the wall. The length of down time was questionable. Interrogation of the system controller¿s history revealed pump stop alarms. Log file analysis by the manufacturer¿s technical services representative confirmed pump stoppage events. The submitted x-rays were inconclusive due to image resolution. The patient was admitted into the hospital and underwent a distal end percutaneous lead (driveline) replacement on (B)(6) 2017. The patient was to be discharged to home and monitored. It was reported that there were no plans to exchange the patient¿s pump.